Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were four to five break of bd¿ nexivas during use within a few day.

Manufacturer narrative:
Correction: b.3. Date of event: (B)(6) 2018. H.6. Investigation summary: one photo was provided for evaluation of this incident. Photo was of a representative unit, which consisted of the catheter/adapter and extension line assemblies. There was also a top web of a package from an 18ga bd nexiva closed IV catheter system s/p from lot 8232654. Although the photo did not reveal the actual defect; there is writing ¿breaking point¿ and an arrow pointing to the location where the extension tubing is adhered within the clear port of the winged adapter (stabilization platform). The photo does not provide sufficient evidence to identify the defect or to establish a root case. DHR review for lot 8232354; was previously conducted for investigation (B)(4), which disclosed the following: lot number was built / package on nfa line 1 from 23aug2018 thru 26aug2018 for the amount of (B)(4) each. All challenge, set up and in-process samples were performed per specifications. Relationship of device to the reported incident: the defect was not confirmed and a definite root cause could not be identified for this incident since no sample was returned. However, the defect described in the photo is a known issue and the most likely root cause was the manufacturing process. Manufacturing: the defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol (B)(4)) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.

Event description:
It was reported that there were four to five break of bd¿ nexivas during use within a few day.